Event description:
It was reported that the right ventricular lead had t-wave oversensing which resulted in two shocks. R-wave amplitude was diminished. Upon repositioning attempt the helix mechanism malfunctioned. The screw jumped out, was retracted, then failed to deploy after an excessive amount of turns. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the helix disengaged from the helical channel. It was noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.